Event description:
During a call to nova customer care, the consumer mentioned 4 separate visits to the emergency room for dka starting products. Consumer did not have his meter with him and was not sure if he even still had it. Consumer did not have any more nmts on hand as he had switched to accuchek. Consumer stated that his nova meter was reading "normal" and giving bg readings around 130 however he stated he would feel symptoms of high bg levels. Consumer admitted himself to the hospital and there his bg was tested using hospital meters and his levels were very high often registering too high too read. Consumer stated that each visit lasted several days. Consumer stated that control testing was performed at the hospital and it was out of range but the consumer was not sure what the cs results were. The consumer was unable to provide any information regarding the meter, strips and could not provide any information regarding his hospitalizations.

Manufacturer narrative:
Related medwatch reports: 3004193489-2015-00095, 3004193489-2015-00096, and 3004193489-2015-00098. The meter will be returned for evaluation. Test strips were consumed. Per label copy/package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.